Event description:
Temperature sensing foley was leaking. Discontinued (dc'ed) from the patient and sent back to the manufacturer. Manufacturer response for catheter, urological (antimicrobial) and accessories, bardex&#59401;.c. Complete care&#59412;emp-sensing foley catheter with urine meter (per site reporter): the manufacturer in the process of testing all the devices we have returned. Once quality review has been completed, the report will be sent to me.